Manufacturer narrative:
The device was not returned and could not be evaluated. It was retained by user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint record ID # (B)(4)

Event description:
User called into emergency support program (esp) line to request support with a check iab catheter and catheter restriction alarm that occured during use of intra aortic balloon on patient. The machine went into staandby for 26 minutes. The esp personel had reviewed and discussed the troubleshooting steps to the user. No harm or injury reported.